Event description:
I received a procedure known as novasure as a same day service. A few days later, I experienced excruciating pain. The pain lasted for years until I had to receive a hysterectomy at the age of (B)(6).